Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run high due to bent cannulas. The customer treated with manual injections. The customer inserts the infusion sets manually. The blood glucose reading was 300 mg/dl. She stated that she had not received a no delivery alarm even though insulin was not being delivered. The insulin pump was not returned or replaced.